Manufacturer narrative:
Brand name - fecal management system signal. Based on the available information, this event is deemed a serious injury. This complaint has been evaluated. No lot number is available. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No lot number was provided therefore, the specific manufacturing site could not be identified. At this time, no further information was provided. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
The nurse reported the patient developed anal-rectal ulcerations with bleeding and clots while using an fms device. The device was inserted on (B)(6) 2017. On an unspecified date, the patient experienced rectal bleeding, at which time anti-coagulant medications (heparin and baby aspirin) were discontinued. The fms device was removed on (B)(6), 2017. A scope was performed by the gastrointestinal physician, and the patient was treated with a clip in the rectum. Labs were drawn, and a computerized tomography (CT) scan was performed. The patient was diagnosed with ¿anal rectal ulcer s/p epi and clip due to rectal tube placement.¿ no information was provided regarding if a rectal exam was performed prior to placement of the device, or how much fluid was instilled in the retention balloon. The patient outcome was reported as stable. No photographs are available.